Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed self test alarm. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump had a recurring failed self test alarm and they were able to clear the alarm and did not prompt her to rewind the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however, alarmed motor arm failed self-test during the self test due to faulty y1 on the rf board. Unable to verify lost sensor alarm due to motor arm failed self-test alarms.